Event description:
The user facility reported that the doctor tried to put a curve on the sheath before inserting into the patient. The sheath separated mid shaft, exposing the braiding. It never entered the patient's body. There was no blood loss and no injury to the patient. The type of procedure performed was a peripheral intervention. Additional information was received on 02aug2024: they used another 45cm destination to complete the case. The doctor typically puts a curve on the sheath and normally does not have an issue.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: patient sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device has been returned for evaluation. One 6fr ds sheath with its dilator inserted was returned for assessment at terumo medical corporation. The sheath was subjected to visual analysis. It was separated 8.2 cm from the hub, with the coil stretched out in the separated region until it connects with the other half of the sheath. The complaint can be confirmed for sheath separation based on the status of the returned device. The exact root cause could not be determined. The complaint mentions that the sheath separated due to the user attempting to bend the sheath. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being manipulated by the user, causing it to tear. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).